Event description:
While running an hcv assay, the sample handler, serial number 2339, failed to deliver sample and/or diluent to positions g2 and h2 and did not deliver sufficient diluent quantity to position g3. No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.